Event description:
It was reported via a literature article, that 50 patients with vertebral fractures were treated, 25 were treated with bkp and 25 treated with rest and orthoses with a mean follow up of 12 months. All patients were operated on at one center between june 2004 and may 2009. Average age of the patient was (B)(6) with 17 female and 8 male patients. Bkp treated group achieved pain resolution within 48 hours postoperatively, and 80% vb height restoration vs. 35% in the nsm group. Four patients reported asymptomatic cement migration. New fractures were recorded in 8% cases treated with bkp vs. 20% cases treated conservatively.

Manufacturer narrative:
(B)(6). (B)(4). Cement migration. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.